Event description:
It was reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue with different cables and adapters were unsuccessful. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. Customer will continue to use current pump; will rely on alternate method if necessary.